Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported the controller does not seem to want to recharge patient stated the last time she tried to charge the controller was 5 to 6 weeks ago patient plugged the ac power cord in but nothing happened. Patient stated her hair dryer works fine in the same outlet pt mentioned that she had to get the controller very close to the implanted neurostimulator in order to make an adjustment but now it seems to be working fine. Patient stated she has 3 different settings she can increase / decrease stimulation. Patient service specialist had patient remove the li battery pack and plug the controller into ac power. Patient verified the controller did not power up and the green light on the ac power plug is not on. Patient put aa batteries in the controller and the controller powered up. The issue was not resolved. An email was sent to the repair department to replace the ac power cord.